Manufacturer narrative:
This supplemental report is being submitted to provide additional information. This event was a failure of the white balance. Olympus medical systems corp. (Omsc) re-evaluated the event and determined that the failure mode is not a MDR reportable malfunction. Therefore, this report is being submitted to retract the MDR on the event.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device disappeared. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.